Event description:
I can't remember the exact date - (B)(6) or early (B)(6), I had sculpsure done on my inner thighs in (B)(6). After 6 weeks, no result. After 12 weeks, it seemed that my fat was just lumpy and my skin more "ziggley." The procedure was extremely painful and 6 months later, I still feel tingling. I feel I have some nerve damage or connective tissue damage but no evidence of fat loss. There is no improvement in size or skin tone. I paid over (B)(6). This procedure as well as other fat loss treatment don't seem to work and they may be detrimental. I feel duped and embarrassed. Why do you allow this? It's consumer fraud and doctors get paid no matter what. This procedure does not work.